Event description:
It was reported that a patient was referred for prophylactic generator replacement and it was additionally reported via clinic notes that the patient has experienced an increase in seizure intensity where "the seizures seem harder lately where [the patient] seems to have difficulty breathing." No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Information was received that patient's generator was replaced due to battery depletion. The patient's replacement surgery facility is a no return site therefore the device has not been received into analysis to date. No additional relevant information has been received to date.